Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 4459530 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t 4424833.

Event description:
It was reported that this patient had an original exactech total knee arthroplasty (tka) on their right side. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella swap. Patient was last known to be in stable condition. Product will not be returned; the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.